Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml instrument was received in good visual condition. A bag with fifteen malformed clips was returned along with the device. Upon cycling, the instrument was noted to be empty and locked. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, after the firing of the instrument, clip incomplete closure. Another like device was used to complete the procedure. There was a delay to procedure of forty minutes. There were no adverse consequences for the patient reported.